Event description:
A potential product issue has been reported with our coherence oncologist rt system. In the abundance of caution, this issue is being reported. Oncologist (B) (4), when you use the scrollbar to change the images and go back to the first image, the region of interest (roi) is moved. There was no injury reported. Initial risk analysis is complete. Initial corrective action decision is pending.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: a potential mistreatment can still arise if pt suddenly moves during treatment setup, resulting in an incorrect pt position. Probability b (improbable) reason: behavior is improbable but not impossible, as the user is trained to use the interactive shift tool to match the contours on the drr (digitally reconstructed radiograph) with the portal image. Corrective action - pending.